Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was treated by the paramedics after passing out due to a low blood glucose reading of 35 mg/dl. The customer had been experiencing low blood glucose levels for the past five days. The customer had also noticed insulin squirting out during the manual prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the caller that the insulin pump would be replaced due to the insulin pump squirting the insulin. Nothing further was reported.